Event description:
Left saline breast implant had been in pt for approximately one yr. Left saline breast implant was surgically removed and found to be deflated with a hole of 2.5 cm on underside of left breast implant.